Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became separated from the device body after the user sat down, and the screen remained functional but required a rubber band to hold the unit together, consistent with a loss of or failure to bond involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence of a stress-related problem consistent with mechanical stress leading to separation, aligning with a bonding failure of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.